Event description:
It was reported that the customer's insulin pump has a cracked case. Customer's blood glucose level was unknown. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corner, reservoir tube cracked, cracked reservoir tube window and cracked end cap. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.